Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. Programming changes were performed. There were no patient consequences.